Manufacturer narrative:
Product analysis: after reviewing the event description and checking the part no failure could be noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event.

Event description:
The patient underwent arthroplasty at c5/c6 due to cervical herniated disc. Reportedly, post-op, the patient suffered with degenerative disc disease due to failed implant and underwent revision surgery for removal. The implant was removed with a ¼ osteotome and a clamp. No patient complications were reported after the revision surgery.

Manufacturer narrative:
Additional information: image review x-ray image review: "post-op x-rays for c5-6 cervical disc showed anterior translation of the superior part of the graft. Intra-op imaging is not provided. This device was explanted 18 days after surgery. It would be helpful to see the initial orientation." If information is provided in the future, a supplemental report will be issued.